Event description:
It was reported that the insulin pump alarmed compromised force sensor system and drive support cap was protruded. Customer's blood glucose was 250 mg/dl. Customer will treat high blood glucose with manual injections. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had missing segments due to a cracked connector on the liquid crystal display circuit board. The insulin pump had a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.